Manufacturer narrative:
On 07/10/2018, mentor completed the investigation on the suspect medical device. Upon receipt by mentor, the device contained no fluid. During evaluation a rent was observed on the posterior aspect, measuring approximately 8 cm. An area of missing material was also observed on the posterior aspect, measuring approximately 2 x 0.7 cm. Microscopic examination of the edges of the rent and missing material gave no indications as to cause. Complaint was confirmed. Mentor performs 100% inspection and testing of all devices prior to release, the product evaluation (pe) team concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet; however, deflation trends for mentor saline-filled devices will continue to be monitored by quality assurance. Ptosis was also reported, it is a normal component of the mature breast. Ptosis becomes undesirable when the breast parenchyma predominates below the areola, droops considerably below the inframammary fold and the nipple points downward. Augmentation alone, without consideration of the ptosis can produce a less than desirable cosmetic result known as a "rock in sock" deformity or an increased ptotic appearance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: with mentor smooth round moderate plus profile 375cc saline breast prosthesis, catalog #3502375, serial #(B)(4)

Event description:
It was reported that a (B)(6) -year-old caucasian female patient underwent a primary breast augmentation procedure with mentor smooth round moderate plus profile 375cc saline breast prostheses when the right prosthesis deflated after implantation. The patient was driving a 4-wheeler and to avoid a crash she jumped off the vehicle and landed on her chest. She felt the deflation and sustained abrasions on the skin on her right breast. Deflation of the right breast was confirmed by the doctor¿s office. In addition, the doctor¿s office diagnosed the patient with bilateral ptosis of the breasts. As a result, the patient underwent explantation and replacement with mentor smooth round moderate plus profile 375cc saline breast prostheses on (B)(6) 2018. This medwatch report is for the right breast prosthesis.

Manufacturer narrative:
On 06/08/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. On 06/11/2018, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).